Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt was unable to adjust the stimulation. The display showed "call your doctor" icon and a power on reset (por) condition. The healthcare provider (hcp) received a call from the pt on sunday that reported the device was "reset." The hcp reviewed how to clear message with the pt. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.